Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. Functional testing was performed but the reported issue could not be replicated or confirmed. The root cause could not be determined. No further action was taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported a disposable caused a device to alarm "no cassette detected". Per reporter, the disposable was installed normally. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.